Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of delayed reaction inflammatory nodules that were hot/red at the injection sites are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the right cheek area. About 4 months later, the patient had delayed reactions with inflammatory nodules that were hot and red at the injection site. Patient had complained of a sinus problem and physiotherapy headrest. Patient also had head pressure applied each week for an hour at a time. Patient was treated with reactine about 2 weeks after onset and duricef a month after onset. Patient had 85% improvement and no signs and symptoms of infection. Symptoms fully resolved about 3 weeks later.